Event description:
Complainant alleged that during the incoming inspection of the product, the device powered on with no electrocardiogram trace available and after a few seconds the display went completely blank. The complainant indicated that there was no pt involvement in the reported failure.